Event description:
Patient was in route from the ccu to the cath lab with a temporary pace maker in place. Just outside the cath lab in the hallway, the rhythm disappeared from the screen giving no warning signal or audible sound. The device had been working and in the locked position in the ccu. The on button was then pushed and the screen came back on immediately displaying the same setting and it still gave an indication that it was in the locked position. This episode lasted approximately 30 seconds. This device works off of a 9 volt battery. The device then again turned off without any alarm notification. The patient did experience shortness of breath and became anxious. The device was then exchanged for another temporary pacemaker without further problems. There was no injury to the patient.